Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have tachycardia therapy deactivated. The patient experienced a ventricular fibrillation (vf) episode for which the device delivered electric shocks as intended and upon an in office evaluation, the health care professional (hcp) noticed an alert for tachy mode off. Boston scientific technical services (ts) discussed the patient is unprotected until they can program therapy back on. No adverse patient effects were reported. At this time, this device remains in service.